Manufacturer narrative:
Device evaluation is anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Unable to confirm complaint. The device was not available for evaluation. Device not available for evaluation.

Event description:
The customer alleges she turned the powerchair off and was exiting the powerchair when it took off throwing her into a parked car. The user sustained a laceration to the right leg requiring stitches.

Event description:
The customer alleges she turned the powerchair off and was exiting the powerchair when it took off throwing her into a parked car. The user sustained a laceration to the right leg requiring stitches.